Event description:
Surgeon used stapler on endoscopic thoracic surgery case. Upon firing instrument for the first time, no staples seen on specimen and no loose staples noted on field. Thoracotomy performed to control bleeding from staple site. MFR given copy of incident report 7/19/94.